Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the belt failed a fallof test. The cause for failure was isolated to the ECG "d" dome was missing. The root cause for missing part was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.